Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. Detailed analysis, to include a microscopic visual inspection of the lead barrel and header of the device, also confirmed no irregularities to contribute to the allegation from the field; additionally, the seal plug and set screw were functioned normally. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device had not declared the elective replacement time (ert) indicator and exhibited a status voltage of 9.199v. The field reported memory corruption was unable to be duplicated during the analysis process. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. The analysis process did not identify any device characteristics that would have caused or contributed to the reported clinical observations; however the allegation was confirmed as the field reported memory corruption resulting in the error code, was confirmed. The cause of this issue was unable to be identified.

Event description:
It as reported that the patient with this device had a remote transmission showing question marks. Boston scientific's technical services was able to review the data and found a memory corruption error. The recommendation was to explant and replace the device, as the error had already been seen and cleared, several years prior. Due to the second error message, replacement has been scheduled and later completed. No resulting adverse patient effects have been reported and the explanted device was later returned for analysis.

Manufacturer narrative:
Following return and completion of laboratory analysis, another report will be submitted.

Event description:
It as reported that the patient with this device had a remote transmission showing question marks. Boston scientific's technical services was able to review the data and found a memory corruption error. The recommendation was to explant and replace the device, as the error had already been seen and cleared, several years prior. Due to the second error message, replacement has been scheduled and later completed. No resulting adverse patient effects have been reported and the explanted device is expected to be returned for analysis.